Manufacturer narrative:
Corrected fields: b1 "adverse event & product problem" to just "product problem" and b2 "required intervention" to blank, h6- impact codes. The getinge service territory manager (stm) that discovered the issue replaced the drive manifold assy and the device is again undergoing tests. The fse replaced the display hinges, which already showed signs of wear and did not perform their function properly. The device was tested and is functional according to the manufacturer's specifications. Handed over to the customer without defects.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) it does not pass the drive assembly leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.